Event description:
It was reported that the customer's insulin pump alarmed motor error several times during the prime process. The blood glucose reading was 297mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the motor test. The device had missing end cap sticker.